Manufacturer narrative:
During inspection and testing, service found the front panel switches were not functioning due to a faulty circuit board. In addition, rust was found inside the front panel, paint was peeling from the tank socket, and there were minor scratches on the front and rear panels and the top cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported an led failure of the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the front panel switches were not functioning. This report is being submitted for the malfunction found during evaluation (non-functional switches). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 21-nov-2020. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was confirmed the front panel switch does not properly work and it is likely due to the faulty front panel unit. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.